Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A stent was deployed in the target lesion and a 3.00mm x 12mm emerge¿ balloon catheter was advanced for a kissing balloon technique. The balloon was inflated however it ruptured. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast in the inflation lumen and balloon. The balloon was loosely folded. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A stent was deployed in the target lesion and a 3.00mm x 12mm emerge balloon catheter was advanced for a kissing balloon technique. The balloon was inflated however it ruptured. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.